Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer stated his had taken over the counter sleep medication melatonin tablet with strawberry flavoring. Customer's blood glucose at the time of incident was 325 mg/dl and his current blood glucose 220 mg/dl. The customer experienced difficulty breathing. The customer's also experienced blood sugar was 396 mg/dl to 400 mg/dl for two consecutive nights. Customer did a correction bolus and his blood sugar dropped to 125 mg/dl. Trouble shooting was performed and found large air bubbles in the reservoir. No expired or cloudy insulin found. No problems found with the infusion set. Advised customer to reach back out to his doctor about the medications taking will cause high blood glucose. The insulin pump will not be returned for analysis.